Event description:
At first fitting, the audio processor was supposed to get programmed. During this appointment, on testing the implant in situ, an error message showed up, telling that the serial number cannot be confirmed. All testing equipment was examined, but the situation remained unchanged. The pt was re-implanted on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.